Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 184 mg/dl and 89 mg/dl within 10 minutes on the aviva plus system. The customer's metformin dose was increased based on the meter results. No adverse event reported. Requested return of suspect device and replacement was sent.